Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no failed battery test, weak battery alarm and unexpected battery out limit alarm noted. Insulin pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that insulin pump had battery out limit. Customer state that failed battery alarm occur with each new battery. Customer was assisted with troubleshooting. Contacts are neither missing nor damaged. Customer state that neither compartment nor spring are damaged or corroded. The insulin pump will be returned for analysis.